Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the third inflation at 10 atmospheres for 3 minutes, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries reported.